Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use. The home patient (hp) was not connected to the machine and stated she noticed the patient line was leaking. They advised them to contact the registered nurse (rn) to have the programming review corrected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient in regards to a leak and she said that when she removed the cassette from the machine that day she noticed a small hole in the patient line where the solution was leaking from. She did not notice anything else wrong with her supplies. She said she was currently awaiting her nurse to come help her reprogram her machine since she pressed all those buttons that day when she had the leak. Since then she has been completing therapy successfully using manual supplies. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed.